Event description:
It was reported that a patient presented remotely with post-sensed t-wave over-sensing noted on the patient's implantable cardioverter defibrillator. Corrective programming was performed. No adverse effects were noted.